Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over years since the subject device was manufactured. Based on the results of the investigation and evaluation from the related complaint, the phenomenon was not reproduced and was likely due to external factors. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported the 4k camera head has a communication failure between the video camera or video console and the monitor. In addition, vertical color bars appeared. The event occurred during two distinct surgical procedures. There was no patient no harm or user injury reported due to the event.

Manufacturer narrative:
The device has not been received to date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.